Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent altitude alarms occurred. Reportedly, the pump was not outside of the allowable operating altitude range. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer was able to clear the alarm.